Event description:
It was reported that following high voltage therapy issued by the physician, noise was observed on right ventricular lead used for pacing and sensing. The lead was explanted and replaced. The patient was in stable condition after the procedure.